Event description:
The patient's mother called to report that her daughter was in the emergency room with hyperglycemia. She stated that her results were over 400 mg/dl for a few hours. She was having testing done at the time of the call and did not provide any further information.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider".